Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, information not provided. Section d6b: if explanted; give date: not applicable as the intraocular lens remains implanted. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient underwent cataract surgery in the left eye; a tecnis synergy optiblue was implanted. It was stated that the patient reported no noticeable improvement in vision after surgery and experienced difficulty focusing during photo editing and computer work. The patient described a persistent hazy and blurred vision, as if a film were covering the eyes, causing significant discomfort in daily life and work. Although visual acuity remains similar to the preoperative level (both pre-operative and post-operative visual acuity were 0.5, with no measurable improvement), the patient expressed considerable subjective dissatisfaction due to decreased visual quality.